Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (essure removed). At the time of the report, the device dislocation, perforation and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure (batch no. C95076,c76450) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (essure removed). At the time of the report, the device dislocation, perforation and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 9-jun-2020: ppf received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure (batch no. C95076,c76450) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, perforation and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and perforation to be related to essure. Lot number: c76450, manufacturing date: 2014-07, & expiration date: 2017-07 . Lot number: c95076, manufacturing date: 2014-08, & expiration date: 2017-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.